Manufacturer narrative:
10/29/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during a hernia procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.